Manufacturer narrative:
The patient's gender is unknown. Please note that section was selected as unknown. The implant year was 2008. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
Complaint conclusion: approximately 6 years after having a cypher stent implanted in the ostium of the right coronary artery (rca) with its proximal portion protruding into the aorta ¿a little¿ the patient returned for a follow-up examination. During the exam it was noted that stent was separated with the separated portion dislodged into an artificial graft in the abdominal aorta which was then removed via a snare. There were no negative consequences due to the stent fracture and there were no medical symptoms to the patient and the patient is currently stable. One non-sterile cypher stent was received into a plastic bag. The stent was received entangled. The catheter was not received for analysis. No other anomalies were observed. The stent was observed under a microscope and a fracture was observed. The device was sent to sem analysis. Sem results showed that the stent fracture surface presented evidence of ductile dimples. Stretching and/or overload stress could be related to these surface characteristics. The DHR review could not be performed due to the lot number was not provided. The complaint reported by the customer as ¿stent - migration¿ could not be evaluated due to the nature of the complaint. The complaint reported by the customer as ¿stent ¿ fractured¿ was confirmed during the analysis. The cause of the fracture could not be conclusively determined. However, sem results showed that the stent fracture surface presented evidence of ductile dimples. Stretching and/or overload stress could be related to these surface characteristics. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; the product analysis suggests that the failure could not be related to the manufacturing process; therefore, no corrective action will be taken at this time. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made.

Event description:
During a follow up examination in (B)(6) 2014, it was reported that a cypher bx stent was found to be fractured and the separated portion dislodged into an artificial graft in the abdominal aorta. No treatment was conducted. In (B)(6) 2014, the separated stent was found in the left femoral artery. It was removed from the patient with the use of a goose neck snare. There was no medical symptom to the patient. There were no negative consequences due to the stent fracture. The patient is currently stable. The removed stent was returned for analysis. The cypher stent had been placed in the ostial right coronary artery (rca) with its proximal portion protruding to aorta ¿a little¿ in 2008 at another facility. Only one stent was implanted. It is unknown the total length of the stented segment but it seems less than 23mm because the length of the stent was 23mm. There is a possibility that the stent was implanted in an actively moving segment of the artery since it was placed in the ostial of the rca (junction between aorta and coronary artery). It is unknown if the stented area was in a location where the vessel was intramyocardial. It is unknown if myocardial bridging was noted. Ivus was not performed after the initial stent placement.